Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device under-infused by 1ml and the dso (downstream occlusion) sensor seal bubbled. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 10-jun-2022 via email and attached to complaint object: the above events occurred during testing. The devices were not being used by a patient at the time.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the seal was found bubbled. The customer stated problem was duplicated. Expulsor was replaced for preventive measure. Damaged dso (downstream occlusion) sensor seal was replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.